Event description:
It was reported that the needle did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pink slide did not move forward. The pod was worn for less than 1 hour. Blood glucose levels reached over 300 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed and the pink slide insert was not in the viewing window. The download data showed a rotational sensor malfunction, which caused the device to end first prime prematurely. The device was reset, successfully paired to a pdm, completed priming and a 5u bolus. The device deployed during rerun. The rerun data did not show any timeouts or drive stalls and did not replicate the rotational sensor malfunction. The drive mechanism was inspected and contamination was found on the commutator cap. The needle mechanism was reset into its loaded position. The ratchet gear was rotated and the needle mechanism deployed as intended. The contamination on the commutator cap caused the rotational sensor malfunction that prevented the device from deploying as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.